Event description:
It was reported that during a colectomy procedure, the jaws on device would not open or close. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.